Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the root cause of the out of range measurements was not determined. The lv lead configuration was reprogrammed and monitoring will be continued.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead and cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. The patient experienced phrenic stimulation with unipolar pacing. Sensing and threshold measurements were noted to be stable. The configuration was programmed back to bipolar and pacing impedance measurements were noted to be within normal limits at 1,500 ohms. Subsequently, another out of range measurement was recorded and again resulted in activation of the lss feature. A health care professional (hcp) planned to schedule the patient for an in clinic follow up for further evaluation. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.